Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Adc customer service educated customer on how to respond to alarms/messages/icons and upon troubleshooting the calibrations were successful and the customer was able to receive continuous monitoring readings.

Event description:
A customer reported receiving an alarm message that informed her to replace the sensor soon, but could not specify on the message. The customer further reported she experienced a hypoglycemic episode with loss of consciousness and was given a glucose shot buy her husband. In addition, customer drank glucose drink to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.